Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is for cervical system¿s ipg. It was reported the patient experienced discomfort at the ipg site as the ipg was protruding. Reportedly the patient has lost significant amount of weight. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 to relocate the ipg. However, the physician found extension wire tangled and broken (reference MFR. Report# 1627487-2017-04997). The physician explanted the ipg and referred the patient to a surgeon for further intervention.